Event description:
It was reported that when using the bd pyxis¿ es server, all stock out orders is not crossing over to the swiss log box picker. Medication not crossing to refill when critical low or stocked out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the carefusion coordination engine (cce) and identified pie message type rpl01 messages attempting to send to the henderson and valley swisslog hl7 outq without proper hl7 formatting. The messages were failing because swisslog could not accept the rpl01 message format. The incorrectly formatted messages were deleted from the swisslog outq, and the cce services were restarted. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.